Event description:
The rptr verified info given at local pharmacy (no further identification given). Rptr's spouse had taken the meter into pharmacy and discussed results of the back to back blood glucose tests. Done 10 minutes apart, using separate fingersticks, the test results were 500 and 70 mg/dl. A control solution test was in range, 130 (91-137). Rptr did not have any symptoms. The rptr inserts the test strip all the way into the meter, cleans the meter with soap and water, and checks for the confirmation dot. No harm was alleged.